Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and keypad anomaly. Customer's mother reported that frozen display was recurred after installing a new battery and monitoring insulin pump for 2 hours. The numbers are not ramping on their own and scroll bar was not moving with no input. The sleep mode can be activated. All besides graph buttons were unresponsive and they unable to access menu screen. Customer's mother stated that the using up arrow not allowed them to navigate screens. No harm requiring medical intervention was reported. The device will not be returned for analysis.